Manufacturer narrative:
Initial and final MDR 1889099 - device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18 apr 2024, it was reported that three infusion sets detached causing a leak which occurred on .(B)(6) 2024. No further information available.